Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal first diagonal artery with one xience v 3.0 x 18 mm stent. On (B)(6) 2010, the patient was hospitalized for intermittent chest pain that radiated to the back associated with nausea. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization for a positive functional ischemia test, in the index target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, nausea, ischemia and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.